Manufacturer narrative:
On 12-sep-2023, the bwi product analysis lab was received for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a heart block. It was reported that during the pvc (premature ventricular contraction) case, while ablating they had a small pause during ablation and the normal sinus rhythm transitioned to a left bundle branch block rhythm. The medical team stated that the only medical intervention was some pacing and they monitored the patient's readings. The patient was stable throughout this issue and continued to be stable device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device 31089598l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The physician¿s opinion on the cause of this adverse event was the location of pvc, it was near to the bundle. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a heart block. It was reported that during the pvc (premature ventricular contraction) case, while ablating they had a small pause during ablation and the normal sinus rhythm transitioned to a left bundle branch block rhythm. The medical team stated that the only medical intervention was some pacing and they monitored the patient's readings. The patient was stable throughout this issue and continued to be stable. Physician¿s opinion on the cause of this adverse event was the location of pvc, it was near the his bundle. There may have been some conductive heating near the his bundle that caused the issue. Patient had normal sinus rhythm at the beginning of case after ablating near the his in the left ventricle. The patient's rhythm went nsr (normal sinus rhythm) to nsr with left bundle branch block (lbbb). No extended hospitalization required. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.